Event description:
When staff attempted to deflate balloon to remove catheter, it was found the balloon would not deflate completely. Approx 5 cc's of water was able to be extracted. Upon removal of catheter, the balloon remained partially inflated. Catheter has been sent to MFR for evaluation and/or testing.